Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: the black box showed evidence of a short battery life event illustrated with drastic voltage drops leading to call service alarms and warnings. There were no short battery life events duplicated during the investigation. All current readings were within specification. An intermittent condition was found to the continuous glucose monitoring module due a cold solder connection on a gold pin. Unrelated to the initial complaint, the display was observed to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.